Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 11-may-2020, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of battery light is on was confirmed by fse and subsequently determined to be a probable consequence during the dchu inspection process. According to work order (wo) (B)(4), the field service engineer (fse) reported that the station had the battery error light turned on. The backup battery was swapped, but the light stayed on. Fse replaced the communication sled. This resolved the issue. Finally verified that the battery light turned off. During dchu visual inspection: p/n: 135741-21: received with burn marks on the location of tp23, indicating a presence of a thermal event. During dchu testing: since thermal damage was present as burn marks on the board, no testing was deemed necessary to perform. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the possible root cause of the reported malfunction was determined to be an electrical failure. Thermal damage was observed on tp23. Possible root causes for thermal damage at the test point include excessive current resulting from an electrical short, component failure producing abnormal current flow, manufacturing heat exposure, or mechanical stress causing intermittent conductive contact. Without reproducibility or confirmed component failure, a specific root cause cannot be definitively isolated.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es battery error light was turned on. As per part investigation, it was determined that there was thermal damage observed on the tp23 due to excessive current. There were no adverse events or injuries reported based on this event.